Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs confirming the reported issue. The power management board (pmb) and the display unit board (du) were replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported that the machine alarmed 'internal error the possibility of shutdown'. There was no report of patient involvement.